Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned with the electrode still attached. A hole was noted in the seal plug. X-ray inspection did not reveal any irregularities. The device was interrogated, and a memory download was performed successfully. A review of the recorded episodes noted random low amplitude signals, random flat lines, random noise and random rail-to-rail noise in the primary vector in (B)(6) 2018. Noise was also noted in the secondary vector in (B)(6) 2020. The device was then placed in a saline tank for electrode pull testing. Near the end of the test, large deflections were observed on the captured electrocardiogram each time the electrode was pulled. X-ray inspection now noted a fracture of the sense a electrode cable where it exited the header. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics in the device that would have caused or contributed to the reported clinical observations. Patient code 3191 was used to capture the surgical intervention.

Event description:
This report is being submitted to provide return device analysis findings.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned with the electrode still attached. A hole was noted in the seal plug. X-ray inspection did not reveal any irregularities. The device was interrogated, and a memory download was performed successfully. A review of the recorded episodes noted random low amplitude signals, random flat lines, random noise and random rail-to-rail noise in the primary vector in (B)(6) 2018. Noise was also noted in the secondary vector in (B)(6) 2020. The device was then placed in a saline tank for electrode pull testing. Near the end of the test, large deflections were observed on the captured electrocardiogram each time the electrode was pulled. X-ray inspection now noted a fracture of the sense a electrode cable where it exited the header. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics in the device that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and s-ICD electrode delivered an inappropriate shock in the primary sensing vector due to signal reduction. Artifacts were observed in the secondary sensing vector which were easy to reproduce. The patient was hospitalized and the device was turned off new information received indicates that the system was explanted and was returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and s-ICD electrode delivered an inappropriate shock in the primary sensing vector due to signal reduction. Artifacts were observed in the secondary sensing vector which were easy to reproduce. The patient was hospitalized and the device was turned off new information received indicates that the system was explanted and will be returned for evaluation.